Manufacturer narrative:
H4: the lot was manufactured from december 07, 2020 - december 09, 2020. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed on the photographs which showed fluid inside the bladder of the device which suggested an under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are (2) large volume infusors underinfused during patient infusion. The device had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.